Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the last few weeks the patient has no sound percept with the device. Prior to loss of sound, the patient reported sudden intermittencies of loud and soft sounds. No incident of accident or trauma was reported.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Also during explantation hairline cracks were visible in the ceramic housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer had any sound perception with the device. Prior to loss of sound, the patient reported sudden intermittencies of loud and soft sounds. No report of accident or trauma was received. The patient was re-implanted.

Manufacturer narrative:
Additional information: a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However, to determine an exact root cause of failure a device investigation is necessary. So far no date for explantation has been scheduled.

Event description:
The patient had no sound perception with the device. Prior to loss of sound, the patient reported sudden intermittencies of loud and soft sounds. No report of accident or trauma was received.